Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having issues with the sensor and receiving the calibration error alert. The customer also reported that the threshold suspend feature of the insulin pump activated. The customer reported that the insulin pump activated the threshold suspend with a sensor glucose reading of 55 mg/dl when the actual blood glucose level was 154 mg/dl. Troubleshooting was done. The customer also mentioned soreness and pain at the insertion site. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insertion needle was not returned with the sensor. Failure analysis is not able to confirm pain or discomfort complaint.